Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that for initial firing across the mesoappendix, the blue cartridge was removed and replaced with a white reload (tr35w). The surgeon closed the device, the click was heard and he tried to fire. The firing trigger would not move. The surgeon opened and re-closed the device and tried again to fire but had the same resistance. The device was removed and another one was opened to complete the case. Proximal staple drivers were observed to be advanced. The surgeon believes he may have accidentally started to squeeze the black firing handle at one point, prior to closing the instrument. There was no consequence to the pt.